Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, the device exhibited stored episodes of non-sustained ventricular oversensing from (B)(6) 2018. The oversensing was reproducible when the patient took deep breaths. It was suspected that the device was oversensing myopotential. The device was reprogrammed and resolved the anomaly. No patient symptoms were reported and the patient was reported to be in stable condition.